Manufacturer narrative:
B3/d10: the events occurred on unspecified dates, "over the past two weeks". G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified quantity of system error 2240 (air in line/set) alarms over the past two weeks. The patient was connected at the time of the alarms. This occurred during automated peritoneal dialysis (pd) therapy. During the troubleshooting, there were leaks due to ¿holes¿ identified at the end of the drain line of the homechoice cassettes. There was no patient injury associated with this event; however, the patient received prophylactic antibiotics as a precaution. No additional information is available.